Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents for pain against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/28/2013- ppd and medical records received. Revision operate notes indicated necrotic tissue and confirmed black corrosion of the femoral head and stem. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Corrosion was found at the head/neck junction.